Event description:
This case occurred in the united states. According to the information received on (B)(6) 2022, a patient was injected on (B)(6), 2022, with an unknow amount of rha 2 and an unknown amount of rha redensity to the right mid face and the right tear troughs. It is unknow which product went to which site. During the injection procedure, the injector observed a blanching under the right eye, on side of the nose, which was diagnosed as a vascular occlusion. The same day, on (B)(6) 2022, the patient received 20 vials of hyaluronidase (hylenex) and an unknown dose of non seroid anti-inflammatory (aspirin). The event was immediately resolved. And the patient was fine. No additional information are available at the time of this report.